Event description:
Note: this is the 2nd of 2 devices that failed during the same procedure. Reference manufacturer report # 3005099803-2008-3430 for a description of the related event. It was reported to boston scientific corporation in 2008, that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed two days prior, (male patient; age and weight are unknown). According to the complainant, during the procedure, the hyrdophilic tip separated from the body of both wires, leaving bare wire exposed. Procedure completed with another of same hydra jagwire guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient - tip breakage. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted.